Event description:
The pt was enrolled on the study in 2007 with a de novo lesion in the right mid superficial femoral artery. The lesion was 80 mm in length and the vessel was 5 mm in diameter. The pt was randomized for percutaneous transluminal angioplasty. The contralateral approach was used. The lesions were dilated with an optapro balloon catheter at 10 atm leaving 20% stenosis after the angioplasty. A dissection was noted distal to the lesion. The dissection was treated by inflating a 4 mm optapro balloon at 6 atm. No other lesions were treated during this procedure. Approx seven months post index procedure, recurrent intermittent claudication was reported in the right calf, after 200 yards. A duplex and angiography was done. Approx eleven months post index procedure, the pt had recurrent intermittent claudication -"pta inflow-external iliac artery". The pt now had full occlusion of the superficial femoral artery and was not suitable for angioplasty or a stent.

Manufacturer narrative:
This male pt in the study experienced restenosis post balloon angioplasty. Medical history included peripheral arterial disease (fontaine stage iic), hyperlipidemia and remote smoking. On inclusion into the super study, the pt was randomized to pta, alone. The target site in the right mid sfa was described as 80 mm long with 5 mm rvd. One optapro balloon catheter was used initially to dilate the stenosis, leaving 20% residual stenosis and a dissection distal to the lesion. Another optapro balloon was used to seal the dissection. Approx 7 months post procedure, he began to experience intermittent claudication and underwent angiography; the results were not provided. Four months later, angiography demonstrated the right sfa had a full occlusion that was deemed not suitable for angioplasty or stent. No prod could be returned for eval. A review of the mfg records could not be done without a lot number. Arterial dissection and restenosis are potential adverse events associated with peripheral interventions. Review of the available info suggests that vessel/lesion characteristics (very long lesion) and/or procedural factors (balloon dilatation with stent implantation) may have contributed to these events.